Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device sample was not returned at the time of this report. A device history record (DHR) review could not be performed as the lot number provided does not match to the product code reported on the complaint. A record assessment (fmea) was conducted and no update is required. It is necessary to have the device sample available to perform a proper investigation to confirm the alleged defect, and determine the root cause. Customer complaint cannot be confirmed with the information provided. Root cause is unknown. No corrective actions can be assigned at this time. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "on intubation, endotracheal tube cuff would not hold air." The device was switched for a new one and intubation completed without report of further issue. There was no report of patient injury or consequence. The patient condition was reported as "fine".